Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of balloon burst and withdraw difficulty were confirmed by the imagery provided. The imagery provided showed that the inflation balloon was burst radially and longitudinally. No manufacturing non-conformance was identified during the evaluation. The DHR was reviewed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, ''the 29mm commander delivery system balloon ruptured during valve deployment. The balloon partially inflated when it ruptured. The degree of calcium in the landing zone was noted to be severe. The heart team was unable to initially get the ruptured balloon into the 16fr esheath. After some manipulation the esheath was successfully removed''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Also, as the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. No device or labeling problem was identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : device not available.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr with a 29mm sapien 3 ultra resilia, the 29mm commander delivery system balloon ruptured during valve deployment. The balloon was partially inflated when it ruptured. The degree of calcium in the landing zone was noted to be severe. The heart team was unable to initially get the ruptured balloon into the 16fr esheath. After some manipulation the esheath was successfully removed and the commander delivery system was brought down to the common femoral artery (cfa) access site. The decision was made to balloon tamponade from the contralateral arterial cfa access side and perform a cutdown at the esheath access site. The delivery system was successfully removed and the esheath access cfa was patched and closed. There was no damage noted to the esheath. The device is not available for return. The patient was noted to be stable in the ICU, with good peripheral run off to the foot.